Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50x38mm synergy ii drug-eluting stent was advanced to treat the lesion. However, stent was found on the procedure drape after stent was thought to be deployed. Stent fell off from the balloon at some point during the procedure. No patient complications were reported.